Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 14-may-2018 with the following findings: moisture was found behind the display lens. The battery compartment was cracked at the threads to the left side of the grip pad with moisture. The pump was opened to find moisture throughout the pump casing. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed moisture in the pump, and a cracked battery compartment. This report is made based on results of investigation completed on 14-may-2018.